Manufacturer narrative:
On (B)(4) 2013, the following information was provided to kci by the physician's medical assistant: on (B)(6) 2013, the patient underwent a wide local excision of the right anterior thigh melanoma with complex closure of the wound, and v.a.c. Therapy was applied. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient was re-admitted for the allegation of hemorrhaging. Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy.

Event description:
On (B)(6) 2013, the patient's daughter reported to kci that she allegedly observed blood in the tube. On (B)(6) 2013, kci received the patient's medical record which stated: on (B)(6) 2013, the patient presented to the emergency room for hemorrhaging which required suturing. The patient continued to receive v.a.c. Therapy. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.